Event description:
Emt's responded to a person, condition unk. The pt was connected to the device for ECG monitoring and transported to the hosp. According to the reporter, at some time during transport, the device alarmed, the service led lit and the ECG was replaced by flatlines in all three display channels. The pt was transported to the hosp emergency dept and no adverse affects to the pt were reported as a result of the alleged malfunction.